Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). Bwi also noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. On 25-jul-2024, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002452 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the device had a leak. It was noted that the hemostatic valve was physically damaged. Blood return was observed of an unknown amount. However, it was reported to be not enough for the physician to stop the procedure. The cable was replaced with no resolution. When the vizigo sheath was replaced, the issue was resolved. The procedure continued. No patient consequences were reported.